Event description:
The defibrillation system was implanted on (B)(6) 2015. Reportedly, the patient received several inappropriate shocks on (B)(6) 2021 due to noise oversensing. Since the ICD had reached its recommended replacement time (rrt), it was decided to explant both ICD and ventricular lead on (B)(6) 2021. Preliminary analysis confirmed that inappropriate shocks were delivered on (B)(6) 2021 due to ventricular noise oversensing. The observed noise most probably resulted from a ventricular lead issue.

Manufacturer narrative:
D3 - g1 corrected, please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
The defibrillation system was implanted on (B)(6) 2015. Reportedly, the patient received several inappropriate shocks on (B)(6) 2021 due to noise oversensing. Since the ICD had reached its recommended replacement time (rrt), it was decided to explant both ICD and ventricular lead on (B)(6) 2021. Preliminary analysis confirmed that inappropriate shocks were delivered on (B)(6) 2021 due to ventricular noise oversensing. The observed noise most probably resulted from a ventricular lead issue.